Manufacturer narrative:
Analysis of the pump revealed corrosion and/or wear and/or lubrication of the gear train with a motor stall due to shaft-bearing. The previously reported patient codes no longer apply. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to manufacturer report #3004209178-2016-22458 for information pertaining to the abscess.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl 2000 mcg/ml at 700.4 mcg/day and bupivicaine 20 mg/ml at 7.004 mg/day via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. The patient presented to the emergency room (B)(6) 2016 with increased pain and a critical alarm. A motor stall was seen at initial interrogation on (B)(6) 2016. The patient did not recently have an MRI or other electromagnetic interference present. Additional information was received and indicated the patient had further motor stalls. There was no emi or magnetic interaction. A pump replacement was planned but was not yet scheduled.

Manufacturer narrative:
Evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-10-04 from a manufacturer representative. It was reported that the stalled pump was programmed to minimum rate mode and the patient was referred to the neurosurgeon for a pump replacement. On (B)(6) 2016, the healthcare provider (hcp) noticed that the pump site was swollen, edematous, and painful to touch. The pump was instead scheduled for removal without replacement. On (B)(6) 2016, a full system explant was performed and the hcp confirmed an abscess with purulent drainage. The wound was cultured, but culture results were still pending. The pump was returned for analysis on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.